Event description:
An 28mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was implanted into a patient for the endovascular repair of an abdominal aortic aneurysm in 2003. The physician reported that the patient's aortic neck diameter might have been too large for the stent graft when it was implanted. The stent graft may also have been deployed too low in the aortic neck, which is why an aortic cuff was placed. Over the course of six months the patient's aneurysm grew from 8 cm in diameter to 8.5 cm in diameter, without any detectable endoleak. It was reported that about six months later the stent graft was explanted at the physician's discretion. During the explant procedure it was noted that there was obvious inflammation on the outside of the aorta and thick thrombus was present in the aortic neck. The bifurcated stent graft was removed easily from the aortic cuff, and the aortic cuff was removed from the aorta without difficulty. Both iliac stent grafts were reported to be firmly attached to the iliac vessels. No stent graft migration was detected. No additional sequelae were reported and the patient is reported to be fine. Medtronic has received the explanted stent graft and its analysis is pending.